Event description:
It was reported that the patient was experiencing swelling at the neck incision site. It was stated that the surgeon believed it to be a hematoma and that the patient was to see the surgeon. Follow up with the physician's office revealed that the hematoma was the patient's assessment and not the medical professional's. The surgeon's nurse stated that the swelling was related to blood clots/the patient's blood thinning medication being taken for a week prior to the patient being instructed to continue with the medication. The patient was hospitalized for a few days and it was stated that this was to preclude a serious injury. The event was attributed to the patient's blood clots and the patient's blood thinning medication being taken prematurely. No additional relevant information has been received to date.